Event description:
No primary stability and no osseointegration achieved. Osseous bone lacuna. (05.03.2018 no optimal re-ossification). Bone resorption, inadequate bone quality / quantity. Simultaneous insertion of implants in regio 25 and 25, with regio 25 not achieving primary stability.